Manufacturer narrative:
Additional info: b2, b3, b5, b6, b7, d1, d4 (model #, catalog #), g4 (PMA / 510(k) #), & h6 (patient codes, device codes, ime e2402: thickening of the afferent limb; loops of small bowel; descending colon, labs abnormal for wbc; hemoglobin, acute abdomen). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an enterostomy and the creation of a gastric pouch. It was reported that after the implant, the patient experienced thickening of the afferent limb; loops of small bowel; descending colon, inflammation, distention, ascites, peritonitis, perforation of viscus, obstruction at the level of the enteroenteric anastomosis, cellulitis, abscess, enteritis, colitis, labs abnormal for wbc; hemoglobin; magnesium, abdominal pain, tenderness, patient looks pale, hypotension, tachycardia, septic shock, nausea, edematous, feels weak, wound infection, acute abdomen, sepsis, acute kidney injury, dvt, pulmonary embolism, & electrolyte imbalance. Post-operative patient treatment included CT scan, hospitalization, intubation, blood pressure medication, laparotomy for bowel obstruction, resection of distal portion of roux-en-y anastomosis, wound care, drainage of pelvic collection, ICU, antibiotics, tpn, electrolyte repletion, IV fluids, use of drains, anticoagulation medication, use of PICC line, & IV antibiotics.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an unknown problem. It was reported that after the implant, the patient experienced an unspecified adverse outcome.